Manufacturer narrative:
Updated evaluation results: further investigation on the high voltage lead impedance issue (hvli) was completed. The high right ventricular to can hvli measurement was confirmed during bench testing. The device had 67% remaining capacity to the elective replacement indicator (eri) upon receipt. No anomaly was detected during testing except for the high hvli measurement. The out of range high hvli was caused by high resistance across the q7 transistor. The device history record (DHR) was reviewed and the device met all requirements prior to leaving the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving a vibratory alert for high, out of range, hv lead impedance. Lead noise was also noted during follow up. The device was explanted. The patient was fine before, during and after the procedure.

Manufacturer narrative:
Upon device evaluation, pacing and low voltage lead impedance were tested on the bench and found to be normal. The impedance anomaly observed in the field was not reproducible.